Event description:
Customer alleged 6 mattresses have been affected by liquid penetration. No patient injury has been reported.

Manufacturer narrative:
Pictures received and reviewed. Attempt has been made to receive additional information but none has been obtained. Inappropriate cleaning methods may have damaged the mattress cover, but this could not be confirmed due to lack of response. If additional information becomes available, a follow-up report will be submitted.